Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft4 ii assay results for one patient sample. The initial result was from a cobas e 411 immunoassay analyzer was 18.7 pmol/l. On (B)(6) 2016, the sample was unfrozen and retested on the same analyzer. The result was 16.9 pmol/l. On (B)(6) 2016, the sample was tested at another laboratory on a cobas 8000 modular analyzer series analyzer and the result was 54.12 pmol/l. The patient was known to have a high ft4 result and was therefore referred to an endocrinologist. The result of 16.9 pmol/l was reported to the endocrinologist, but he was made aware of the result of 54.12 pmol/l generated at the other laboratory. The clinician is awaiting the outcome of the investigation. The patient was not adversely affected. Sample from the patient was submitted for further investigation.

Manufacturer narrative:
Investigation of the provided patient sample confirmed the customer's results. These results are considered correct. An interfering factor was found in the sample. Interferences are documented in product labeling for the assay. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.